Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that the patient was having poor communication on the recharger and they could not remember the last time they charged. No symptoms were reported. No further complications were reported. Additional information was received from a consumer via a representative (rep) regarding the patient. It was reported that the battery was in overdischarge due to non-compliance with charging while hospitalized for an unrelated issue. The patient was opting for a replacement that they were to schedule with their healthcare professional (hcp). No further complications were reported. Follow-up was conducted.